Manufacturer narrative:
Model number/catalog number: sc-2317-70. Serial number: (B)(4). Batch/lot number: 5082216/5082370. Model/catalog description: infinion cx lead kit, 70cm. The explanted devices were not returned to bsn as they were kept by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there are any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient developed an infection at the ipg pocket site after a recent revision (MFR no. 3006630150-2018-62622). Symptoms of pocket site discomfort and presence of discharges were noted. It was also reported that the patient was experiencing overstimulation at the ipg site. The patient underwent an explant procedure and was doing well postoperatively.